Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and there may be possible blockage. Blood glucose level was 400 mg/dl. Customer reported that they took shots to treat their high blood glucose and her blood glucose went back to normal. Customer had yogurt in the morning and blood glucose went high again. Customer stated they changed infusion set and insulin pump was working as it should afterwards. Customer's current blood glucose was 103 mg/dl. Customer turned the auto mode feature off when having issue with the pump prior to high blood glucose. Insulin pump will not be returned for analysis.